Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air in line alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: service history review was completed and revealed no findings that could have contributed to the current complaint. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.